Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release stent was used during an esophageal stent placement procedure performed on (B)(6)2013. According to the complainant, the stent was being placed to treat an anastomotic stenosis in the esophagojejunostomy region. Reportedly, the lesion was long (exact size unknown) and the patient¿s anatomy in the right intestinal tract was tortuous due to cancerous peritoneum dissemination. During the procedure, when the physician made several attempts to position the stent in the desired location, the retention suture to the distal end of the stent got loose. The physician did not attempt to deploy the stent and decided to use another ultraflex esophageal stent. However, the patient¿s condition became worse after one and a half hours and the procedure was not completed due to length of the procedure time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed an MDR-reportable event based on investigation results which revealed that the stent cover was damaged.

Manufacturer narrative:
Reported event of stent cover damage. A visual examination of the returned device found that the stent was fully deployed when returned and was fully expanded. It was noted that the shaft was bent at 148mm proximal to the distal end of the tip. Several holes were noted in the cover at 8mm from the edge of the cover at the non-flared end. The complainant reported that this device was used to treat anastomotic stenosis of esophagojejunostomy. Placement in an esophago-jejunostomy (following gastrectomy) is contraindicated in the dfu. Therefore, the most probable root cause classification is user/use error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.